Manufacturer narrative:
On (B)(6) 2023, the customer tested again with test strip lot 63312413 and the meter result was 3.9 inr. The result from the laboratory within one hour was 2.81 inr.

Manufacturer narrative:
Initial reporter occupation is patient/consumer. The test strips were requested for investigation. The product has not been returned. If the product is returned in the future, a follow up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Product labeling states: "the coaguchek system uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas deviations can occur when compared to methods using other thromboplastins. However, those deviations between thromboplastins of different origin (e.g., rabbit based) are not specific to coaguchek products. Similar differences can be observed when a human recombinant thromboplastin based laboratory method is compared to other laboratory methods." The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The customer complained of discrepant inr results with coaguchek xs meter serial number (B)(4) compared to a laboratory using an unknown laboratory method. At 7:00 am, the result from the laboratory was 5.8 inr. At 10:17 am, the meter result was 8.0 inr with test strip lot 63312413 (expiration date = 31-jan-2024). At 10:30 on (B)(6) 2023, the result from the customer's meter was 4.6 inr with test strip lot 63312413. At 10:34, the result from a roche demo meter was 4.6 inr with test strip lot 57260811 (expiration date = 31-may-2023). The result from the laboratory was 3.44 inr. The tests were all completed within one hour. Customer's therapeutic range is 2.5-3.0 inr with a max of 3.5 inr.

Manufacturer narrative:
The patient had been on antibiotics and painkillers for the previous 10 days. Product labeling states: "the action of oral anticoagulants (coumarin derivatives) can be increased or weakened when other medication is taken simultaneously (e.g. Antibiotics, but also prescription-free medication like pain relievers, antirheumatic medication and medication against influenza). This, in turn, can also lead to either an increase or a decrease in prothrombin time (inr). If other medication is taken, it is recommended that the prothrombin time be checked more frequently and that the anticoagulant dose be subsequently adjusted."